Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified the drills have both been worn and have metal burrs rolled over the ends. Visual inspection of the guide pins show signs of wear, burrs and the shafts on both pins are bent at different angles. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was attributed to operational context. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00351; 0001825034 - 2019 - 00352; 0001825034 - 2019 - 00353; 0001825034 - 2019 - 00354.

Event description:
It was reported during and acl procedure, instrument fractured. Attempts have been made and no further information has been provided.